Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions to reset the malfunction code, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to report any future malfunctions.